Event description:
In 2009, the patient reported experiencing elevated blood glucose of up to 370 mg/dl since last fall. Her normal blood glucose range is 120-135 mg/dl. She believes that a defective down button on her infusion device contributed to elevated blood glucose. She stated that the button responds erratically. She stated that she does not always hear the confirmation beeps from the infusion device after she programs a bolus and she may not have received the bolus. She stated that she does not always check the bolus history of the infusion device to ensure the bolus was delivered. She stated that today she programmed a 2 unit bolus and she then reviewed the bolus history and found that only 1 unit of insulin had been delivered. She then bolused the remaining amount. She stated that she attempted to bolus again and the down button would not respond and she was able to deliver th bolus using a standard bolus feature. The infusion device has not been dropped or exposed to water. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.